Manufacturer narrative:
(B) (4).

Event description:
Pt reports never having a therapeutic effect following the implant of the device. Multiple reprogramming's have been done with no results. When the voltage was turned all the way up, pt felt nothing. Pt also reported that "over the incision, it is red and feels like a burning or a poking from the inside." Pt discussed problem with a company representative and her md, and was scheduled for surgery in (B) (6).